Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type lead; product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources regarding patient's implantable neurostimulator (ins). It was reported that patient was experiencing new pain (unrelated to baseline), pain at ins site, discomfort/soreness/pinching, swelling. Patient is having her implant removed. She is having a reaction to the implant and "it's very painful. She can't stand it anymore" rep spoke to a pa in the hcp office and patient developed seroma under skin at battery site. Rep reported that provider saw discoloration when they drained the seroma, possible infection. Device was explanted (B)(6) 2025, no one was notified that it was being done. The device was discarded.